Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the leads were not suspected as being the cause of the occlusion as the right subclavian was also noted to be occluded and no leads were present on the right side. It was noted that during the extraction procedure the physician attempted to remove the rv lead via laser lead extraction however efforts were unsuccessful. The physician then shifted efforts to extraction of the ra lead, also via laser lead extraction, which was successful with little resistance. Upon returning to extraction efforts for the rv and lv leads a pericardial effusion was noted and the extraction was paused. A pericardiocentesis was performed however hemostasis was not obtained. A superior vena cava (svc) occlusion balloon was then inserted and the patient was placed on a cardiac bypass pump. A sternotomy was then performed and a tear was identified in the svc. The svc balloon was removed and an attempt was made to repair the tear however hemostasis was still not obtained. Blood continued to accumulate in the patient's chest and abdominal cavities so the patient's abdomen was opened. Hemostasis could still not be obtained and the patient died. It was noted that the patients cause of death was uncontrollable bleeding with hemodynamic compromise.

Event description:
It was reported that the patient had bilaterally occluded subclavian veins and was in need of stent. The patient died during the attempted lead extractions to repair subclavian veins.

Manufacturer narrative:
Device available for evaluation: 694758 lead, 5076-52 lead, implanted: (B)(6) 2010; dtma1q1 crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.